Event description:
Patient's spouse called lfs on 12/23/03 alleging pt's meter read inaccurately erratic. Spouse indicated pt performed a blood glucose test and obtained a reading of 456 mg/dl. Based on this reading pt gave themselves 5 units of insulin. Patient's spouse stated that 15 minutes later pt's blood glucose level had dropped to 32 mg/dl, and when pt performed a third test it was 21 mg/dl. Patient's spouse gave pt food and drink and sugar pills to raise pt's blood glucose level, then called paramedics. When emergency medical technicican's arrived they tested pt and the reading was 70 mg/dl. The paramedics did not treat the customer. The test strips have been replaced due to the customer's perception that they were causing the erratic readings.